Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was in the emergency department with weakness and slurred speech. There was occasional atrial undersensing noted on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.